Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure. According to the complainant, the patient underwent his second bronchial thermoplasty procedure performed in the left lower lobe of the lung. There were no reported issues with the alair bronchial thermoplasty catheter. Following the procedure, the patient was hospitalized for acute asthma. The patient was released from the hospital. (Discharge date unknown). The physician reported that the patient is currently doing ¿very well.¿

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure. According to the complainant, the patient underwent his second bronchial thermoplasty procedure performed in the left lower lobe of the lung. There were no reported issues with the alair bronchial thermoplasty catheter. Following the procedure, the patient was hospitalized for acute asthma. The patient was released from the hospital. (Discharge date unknown). The physician reported that the patient is currently doing ¿very well¿.

Manufacturer narrative:
The exact age of the patient is unknown, however the patient was reported to be over 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.